Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose level ranged from 130 mg/dl to 140 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed. It was confirmed that the user had an alternate method of insulin delivery.